Manufacturer narrative:
The reported event of header anomaly could not be confirmed. Visual inspection of the device did not reveal any anomaly that could contribute to the reported event. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
During an in-clinic follow-up, increased defibrillation impedance was observed on the device. During a lead revision procedure, the increased impedance continued when the device was connected to a new right ventricular (rv) lead. A header anomaly was suspected, but not confirmed. The device was explanted and replaced to resolve the event. The patient was stable.